Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 -10.5d implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Low vault was observed. Lens exchanged with a longer length lens on (B)(6) 2023 in a separate surgery and problem was resolved. Cause of event was reported as unknown.